Event description:
Reporter states patient tested 6.0 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No treatment required. No adverse event reported. Caller indicated the result of 6.0 inr was not stored in the meter memory. This could have been an error 6 if 6 was solid and was not flashing. Clarification over what was seen was not confirmed. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.